Manufacturer narrative:
No devices were received with complaint for investigation; therefore, the condition of the components is unknown and both visual and both visual and dimension evaluations cannot be performed on product. The knee component compatibility review was conducted and identified that no issues were found. This device is used for treatment. A product history search identified no other complaints for the part and lot combinations of the tibial component, femoral component, or articular surface. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Per the persona knee system package insert, pain and joint instability are known risks of this procedure. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing pain and difficulty walking after implantation.